Manufacturer narrative:
Evaluation summary: unfortunately, neither the instrument itself could be examined, since the hospital refuses to release the instrument, nor are pictures available. Also, checking the respective production documents was not possible, since the lot # of the instrument is unk. Conclusion: the exact cause for the grasper breaking during surgery cannot be determined without having checked the instrument itself. However, it is inconceivable to us how the grasper could break during surgery. The hardness range of this type of instrument is 45 - 48 hrc. Based on the condition of the instrument, with which normally only very soft tissue is removed, we must assume that it was misused.